Manufacturer narrative:
A review of the image result files showed that negative results appeared as reported by the instrument. Customer was made aware of the limitation in the package insert for capture: negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed. Reactivity was at the limit of performance on the echo.

Event description:
On (B)(6) 2015, the customer stated that during validation of echo (B)(4), a sample know to contain anti-fya resulted as negative.